Event description:
The customer received questionable toxoplasma igg results for two patient samples. Patient sample 1 was from a "3t" pregnant woman. All results from the other trimesters and from another laboratory were negative. The result from the cobas e411 was 50.1 ui/ml (positive). The result from the vidas analyzer was 0 ui/ml (negative). The result from the same sample on an elecsys analyzer in another laboratory on (B)(6) 2012 was 41 ui/ml (positive). Patient sample 2 was from a "3t" pregnant woman born on (B)(6) 1973. The result from the cobas e411 on (B)(6) 2012 was 12 ui/ml (positive). The result from a rerun of the same sample was 6.3 ui/ml (positive). The result from the vidas analyzer on the same day with the same sample was 0 ui/ml (negative). Information was not provided to determine which results were reported outside of the laboratory. The patients were not adversely affected. The toxoplasma igg reagent lot number was 16734001. The expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The investigation determined the customer's results were correct. The patient samples in question were submitted for investigation and were found positive for anti-toxo igg. These results were confirmed by a validated neutralization assay. Further analysis of the samples revealed negative results with elecsys toxo igm thus giving no evidence for a fresh infection.